Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump is displaying an e8 (power interrupt) error message. Caller stated she was unable to confirm the message; non- function of the ok button on the pump. No adverse event reported. Requested return of the alleged pump for evaluation.